Event description:
Alleged event: broken cuff. No patient injury. Patient's condition reported as fine.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate at the time of this report. The manufacturer will continue to monitor and trend related complaints.